Event description:
Device 1 of 2. Reference: 1627487-2011-04184. The pt received her scs system on (B)(6) 2011, including two leads with different lot numbers. It was reported the pt complained of stimulation in her ribs. An x-ray was performed. The physician noted that one of the leads had moved down about four to five contact levels. In addition, the lead had a loop above the anchor. The pt was reprogrammed with stimulation coverage and the rib stimulation was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.